Event description:
It was reported that cgm displayed error message that affected sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance, confirmed error did not recur, and was advised to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.